Event description:
Patient had surgery for a broken wrist early this year. The following month the patient had surgery again to explant the broken plate used for the fixation of the fracture during the first case.